Event description:
It was reported that approximately one year and five months following a coronary artery drug eluting stenting treatment procedure thrombosis occurred. A taxus express2 drug eluting stent of unknown size was implanted in the left anterior descending (lad) coronary artery in january 2005 for the treatment of in-stent (unknown size or type) that had been implanted at another facility. Approximately two months later and again one year later, on follow up visits, it was reported that the lad looked patent. One year and five months after the taxus express2 stent was implanted the patient presented with chest pain and acute myocardial infarction. Thrombosis was found in the proximal lad. A 3.0 x24mm liberte bare metal stent was implanted to treat the thrombosis. It was reported that the patient had stopped taking plavix. There were no patient complications during this procedure. Following this procedure the patient status was stable.

Manufacturer narrative:
The delivery device was not returned and the patient remained in the patient. Therefore, no analysis could be performed. The cause of the difficulties experienced during the procedure could not be determined.